Event description:
Report received from abbott int'l affiliate (abbott france) of an over-delivery. The report states: "after surgery (hysterectomy) the pump was used with morphine in bolus mode. The pump didn't stop infusing after infusion of 1mg bolus. The pt called the nurse and the pump has been disconnected. The pt did not experience any adverse event." The abbott int'l affiliate was queried for further info. It was reported that the pump was programmed to infuse 1mg/bolus dose. No medical intervention was required for the pt. There was no reported adverse event with the pt. No add'l nfo has been received.